Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 327 mg/dl. Reportedly, the customer is re-using insulin, tandem technical support advised the customer that re-using insulin is off label per the tandem user guide.

Manufacturer narrative:
Per the tandem user guide; removing the cartridge: do not remove the used cartridge from the pump during the load process until prompted on the pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.